Event description:
Upon receipt of the device, the user reported during startup test a -4 message and time bar appeared. The "a", "v" and "h/s" module indicators kept flashing though the monitor configuration screen appeared. This issue occurred three times in a row then this issue stopped occurring. No other details regarding the nature of the event were provided. Since this was an out of box event, there were no pt involvement during this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.